Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose of 523 mg/dl and diabetic ketoacidosis. No symptoms were reported. The customer stated that the infusion set came off while sleeping. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was declined. The insulin pump will not be returned for analysis.